Event description:
It was reported that a spectrum pump had an air in line which did not clear when loading medicine. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line occurred. A review of the event history log revealed air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification optical sensor, which could not be calibrated. The upstream sensor assembly requires replacement to address this issue. During evaluation, the device experienced a downstream occlusion. The cause of the condition was determined to be an out of specification force sensor pressure reading. The force sensor requires replacement to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.